Manufacturer narrative:
Correction: b5 corrected to include myopotentials as the source of oversensing.

Event description:
It was reported that a remote transmission with several episodes of non-sustained oversensing due to myopotentials on the implantable cardioverter defibrillator (ICD) was observed. Programming recommendations were made. The device was being monitored. There were no reported patient consequences.

Event description:
It was reported that a remote transmission with several episodes of non-sustained oversensing on the implantable cardioverter defibrillator (ICD) was observed. Programming recommendations were made. The device was being monitored. There were no reported patient consequences.